Event description:
It was reported that patient underwent a left knee revision approximately four years post-implantation due to pain. The tibial insert and tray were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03549, 0001822565-2023-03550, and 0001822565-2023-03551. D10 medical devices: tibia trabecular metal two-peg porous fixed bearing left size d catalog#: 42530006701 lot#: 64193690. Femur trabecular metal cruciate retaining (cr) narrow porous catalog#: 42502205801 lot#: 64260169. Nexgen complete knee solution, trabecular metal standard primary patella catalog#: 00587806532 lot#: 64227864. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant fit and alignment are anatomic. Bone quality is osteopenic. No cause of pain or any anatomical/implant failure is identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.